Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure where all devices were removed. The explanted device components were not returned. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a week after the permanent ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7130230 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7130325 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 32163841 UDI: (B)(4).